Manufacturer narrative:
At this time no conclusions can be made. Based on the information as alleged the date of implant for the ventralight st mesh (device 3) is unclear. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventralight st mesh (device 3), additional emdrs were submitted to represent the other bard/davol devices. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2016 and (B)(6) 2017 the patient underwent surgery for the implant of an unspecified bard/davol "bard (flat) mesh (device 1) and/or an unspecified bard/davol ventralex st mesh (device 2) and/or an unspecified bard/davol ventralight st mesh (device 3). The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."